Event description:
It was reported that as the coil was being repositioned, resistance was encountered and the coil stretched and broke. The proximal part of the coil was removed with the pusher wire and the distal part was removed using a snare device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information from the user facility stated that there were no difficulties advancing the device to the aneurysm, the anatomy was not considered highly tortuous and continuous flush was maintained. The procedure was completed using other coils and the same microcatheter.

Event description:
It was reported that as the coil was being repositioned, resistance was encountered and the coil stretched and broke. The proximal part of the coil was removed with the pusher wire and the distal part was removed using a snare device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Microscopic inspection of the returned device found the main coil was stretched and entangled. The coil was intact and was not found to be broken as reported. Based on the information provided, the device was used in accordance with the labeling. The coil stretched most likely due to resistance encountered when repositioning the coil. The exact cause of the resistance could not be determined but it most likely due to operational context.